Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. This device was implanted into the patient and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted in the patient on an unknown date. According to the complainant, post procedure, the patient had extrusion of mesh in the vagina. The physician cut out the portion of the sling that extruded. The patient's condition was reported to be stable.